Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. The following sections could not be completed with the limited information provided. (B)(4).

Event description:
Patient¿s left hip was revised approximately 10 years post-implantation due to adverse local tissue reaction (altr) and elevated metal ion levels. During the procedure, corrosion was noted on the trunnion. The femoral head and polyethylene liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2018-00334.